Event description:
During product service by a service technician, a flogard infusion pump alarmed for low battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. A low battery alarm occurred during battery testing. The cause of the low battery alarm was not able to be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.